Event description:
It was reported that during implant attempt, the lumen appeared to kink when trying to advance the lead distally into a lateral coronary sinus branch. The lead could not be advanced to the desired location. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568-45 lead implanted: (B)(6) 2008. (B)(4). Evaluation summary: upon analysis, no anomalies were found, however visual summary analysis found that the lead was damaged at implant; full lead returned and analyzed.